Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 5 sharps coll next gen 5.4qt red 20/pack were missing their lids. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about missing inner lids (movable parts) of sharps collector."